Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the reagent 1 (r1) mixer and recalibrated the calcium quality control. A server 1 probe maintenance was performed; the aliquot, reagent 1 (r1), reagent 2 (r2), sample 1 (s1) drains were cleaned using bleach and hot water; r1, r2, and s1 were auto aligned, and the quick check passed with acceptable results. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained from a dimension vista 500 instrument. The initial result was reported to the physician(s). The patient sample was repeated on an alternate dimension vista 500 instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed calcium result.